Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 8.3 in diameter thoracoabdominal aortic aneurysm (taaa). Only the thoracic aneurysm component was treated and the physician planned for the second part of the staged procedure which was to implant another manufacturer¿s branch stent graft to treat the visceral and abdominal components. However, it was reported that, approximately 7 months post index procedure, prior to the planned second stage procedure, the patient presented emergently with abdominal pain. It was reported that the CT revealed that the abdominal aortic aneurysm had ruptured. The physicians performed a debranching from the left common iliac artery (lcia) to the celiac, sma and renal artery. Three additional valiant stent grafts were also implanted. Extending from the existing valiant thoracic stent graft to aortic bifurcation effectively excluding entire aorta. The ruptured aaa was excluded. Per the physician, the cause of the event was related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.